Manufacturer narrative:
Based on the results of the investigation, a definitive root cause of the deposited dirt in the auxiliary water channel was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the evis exera iii gastrointestinal videoscope exhibited dirt that was deposited at the distal end of the auxiliary water channel. There was no patient involvement.